Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue and declined further troubleshooting with tandem technical support. Customer¿s blood glucose level was 357 mg/dl.